Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 12-aug-2020 from a healthcare professional (hcp) via a company representative who reported that the patient was taken to surgery on (B)(6) 2020. During the procedure, it was discovered that the catheter wasn¿t fully attached at the juncture where the catheter connects to the sutureless pump connector at the collet. The collet wasn¿t locked into place which caused the disconnection. The existing collet was locked into place to secure the connection and the patient¿s daily dose was decreased from 3,099 mcg/day to 1,500 mcg/day. In the pacu (post anesthesia care unit) following the surgery, the patient started experiencing respiratory depression. The pump was then decreased to minimal flow rate and the patient was transported from the ambulatory surgery center to the hospital for continued observation. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 20-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving baclofen (4,000 mcg/ml, 3,099 mcg/day) via an implantable pump for intractable spasticity. It was reported the patient experienced increased spasticity since their last pump/catheter was replaced on (B)(6) 2020. A catheter dye study was performed on (B)(6) 2020. It revealed what the managing physician believed to be a disconnected catheter at the catheter access port (cap) site of the pump. No immediate interventions were taken. The patient was scheduled for surgery tomorrow ((B)(6) 2020). The issue was not resolved at the time of this report.